Event description:
Caller alleged discrepant results compared with the lab and another point-of-care device (coaguchek). Patient is a long term user who received the inratio2 meter in 2011. Since this time, user sometimes recognized varying inr values. In (B)(6), patient did comparative measurements in a doctor's office. Results as follows: date: (B)(6) 2012, lab: 4.5; date: (B)(6) 2012, inratio2: 1.9, coaguchek: 4.0. Time between testing on (B)(6) 2012: not provided. Patient's therapeutic range: not provided. Patient also did a comparison in november with a different lot number (see MFR report #2027969-2012-01643).

Manufacturer narrative:
Investigation pending.